Event description:
It was reported that a spectrum iq infusion pump had speaker failure. This occurred before first clinical use in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'would have speaker failure' was reproduced as system error 616. A review of the event history log (ehl) revealed multiple system error 616 alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty rear case speaker. The rear case will be replaced to correct the reported problem. Ec616 only occurs during the initial power-up sequence of the pump and never during pumping/infusion. It will only be resolved after the pump is serviced and thus, the user would be unable to initiate an infusion. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.